Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01286 and 02043).

Event description:
It was reported that patient underwent a hip revision procedure twenty-five (25) days post-implantation due to infection. During the procedure, the liner and active articulation bearing were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a hip revision procedure twenty-five (25) days post-implantation due to infection. During the procedure, the active articulation bearing was removed and replaced